Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient needed MRI for leg pain because the device was towards the end of its lifespan, the patient elected/opted to have it removed for the MRI. It was also stated that the wires was able to be removed but there was a metal b and missing from the most distal lead and that an x-ray was performed and it indicated that the band was still present. The band was below the sacrum preventing further exploration and removal, so the healthcare professional irrigated the site and closed the incision. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0bfu2, implanted: (B)(6) 2013, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (device information provided).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient needed MRI for leg pain because the device was towards the end of its lifespan, the patient elected/opted t have it removed for the MRI. It was also stated that the wires was able to be removed but there was a metal b and missing from the most distal lead and that an x-ray was performed and it indicated that the band was still present. The band was below the sacrum preventing further exploration and removal, so the healthcare professional irrigated the site and closed the incision. No further complications were noted or anticipated.